Event description:
Reportable based on device analysis completed on 15-jul-2025. A promus premier select ous mr 38 x 2.75mm was selected for treatment of the target lesion. During the procedure, the physician attempted to inflate the balloon delivery system. However, it could not be inflated. The device was swapped out for another similar device, and the procedure was completed with no patient complications. An analysis of the complaint device revealed that the device has a perforation in the inner and outer lumen.

Manufacturer narrative:
The returned product consisted of the promus premier stent delivery system. A visual inspection revealed multiple kinks along the hypotube. A microscopic analysis revealed that there was a perforation in the outer lumen 8.4cm from the distal tip. The shaft was then dissected for further investigation, where it was revealed the inner lumen had a puncture in the same location as the outer lumen. Regarding the kinks in the hypotube, this type of damage is indicative of excessive force being applied to the delivery system however, at which stage of the procedure it occurred (during procedure/handling post procedure) cannot be established. Regarding the perforation, when the product mandrel was being removed from the device during preparation it is most likely that excessive force was applied when a resistance was met at the point of damage and an attempt to push the mandrel back in a fraction to give ease to pass the restriction which resulted in the damage to the inner and outer lumen, preventing inflation. This investigation is assigned a most probable investigation conclusion code of unintended user error caused or contributed to the event as it is most likely that the reported event occurred due to a handling error.